Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent cannula. The customer declined to troubleshoot for high blood glucose. The customer's blood glucose was 230 mg/dl at the time of incident. The customer's blood glucose was 426 mg/dl at the time of call. The customer stated that they had symptom of high blood glucose such as nausea. The customer performed troubleshooting and did not find setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.